Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and automatic mode switch episodes due to noise were observed on the right atrial (ra) lead. Decreased pacing impedance was also observed on the ra lead. The physician elected to take no further action. The patient was in stable condition.